Event description:
It was reported that before an unknown procedure, it was found that the proximal part of the cartridge pan lifted off the green plastic part when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.